Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. The reported information states the patient is undergoing chemotherapy in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of issue related to a CPAP device's sound abatement foam became degraded and caused a patient to develop lung cancer. The above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. The reported information states the patient is undergoing chemotherapy in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit and operational testing showed the unit provided airflow. As per secondary findings of the base unit a foreign white powdery substance was found throughout the blower motor box stemming from the air intake port to the air outlet port. The fins of the blower motor and outlet port of the blower motor are white, potential dark keratin particles were found on the blower box outlet. Product investigation laboratory found dark keratin particles on the blower box outlet port, foreign white substance throughout the blower box assembly of the device. Pil found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. The results of this investigation do not impact the calculated risks. In this report, section d9, g3, h3, h6 has been updated.